Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Visual examination of the returned product identified the locking geometry surfaces have nicks and indentations, a small portion around the locking slot is fractured. Both the small and large hex ends have nicks and scratches as well as small flats are present on the threads. No other damage was noted. The inserter was not returned. Where measured, the device was conforming to specifications, however the damage to the device prevents a functional test from being performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the shaft. Medical records were not provided. A definitive root cause cannot be determined. The threaded shaft was returned fractured; however, it is unknown when this damage occurred and how it may have affected the devices interaction. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the threaded shaft became stuck inside the inserter. Attempts were made to remove the shaft but were unsuccessful. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.